Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. X-rays were provided and reviewed by a health care professional. Review found large joint effusion and the femoral component has rotated with radiolucency along the entire stem as well as suggestion of rotation. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient has been indicated for revision due to stem and femoral having rotated 180 degrees. The surgeon had requested a custom product for the revision procedure but has now chosen to go in a different direction. The current status of the patient is unknown.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02281. Medical devices: unknown oss femoral catalog#: ni lot#: ni. Foreign source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for revision due to stem and femoral having rotated 180 degrees. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.